Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that at an unscheduled followup the patient received inappropriate therapy due to t wave oversensing on the right ventricular lead. The implantable cardioverter defibrillator (ICD) algorithm for t-wave oversensing (twos) did not withhold therapy due to the size of the measured r-waves. A software update is pending, which would revise the r wave threshold limit. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product: d354vrg implantable cardioverter defibrillator (ICD) (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.